Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the lead perforation was discovered during a pre-discharge follow-up. The lead was repositioned and patient was discharged after.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a suspected cardiac perforation from the right ventricular lead. Lead reoperation was suggested. Patient was stable after the event.